Event description:
It was reported that while the patient's stimulation was turned on, she experienced a loss of therapeutic effect. The patient felt that her right side lead was "moving" and that stimulation was felt in her ear and face. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient still had concerns regarding their device and therapy, but they have not sought further help. It was noted that the patient was "waiting to make an appointment with their physician." If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2009-, product type: extension. Product ID: 3587a, lot#: n067742, implanted: (B)(6) 2007, product type: lead. Product ID: 3587a, lot#: n0052678, implanted: (B)(6) 2007, product type: lead. (B)(4).